Event description:
It was reported that following shipment, the catheter box had a wrinkle on it like a pressure wrinkle of something heavier being carried on top of it. Upon further inspection it was found that the interior package where the ablation catheter was contained had a hole in it so the sterility had been broken. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).